Manufacturer narrative:
The insulin pump was received with broken off and missing end cap. Unable to perform displacement test due to broken off and missing end cap. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 321 mg/dl at the time of the incident. The customer stated that she pump fell and hit the ground. The customer stated that the drive support cap near the dome label is damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.